Event description:
It was reported that the patient continued to decline, experienced autonomic storming and desaturation (normal for this patient), and died at home (B)(6) 2015 following a replacement surgery (see MFR. # 3004209178-2015-09357). The hcp did not believe the death was directly related to the implanted infusion system, but stated that the patient was too weak from ¿other comorbidities¿ and had been unable to endure the withdrawal and surgery. Per the manufacturer¿s representative the hcp felt it was ¿more than the patient¿s body could handle.¿ the patient was cremated and the new pump was removed and discarded by the funeral home. The pump was used to infuse baclofen (compounded). If additional information is received a follow up report will be sent. Refer to manufacturer report # 3004209178-2015-09357.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4) implanted: (B)(6) 2008, product type: catheter. Product ID: 8731sc, serial# (B)(4) implanted: (B)(6) 2008, product type: catheter. (B)(4).